Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same pt as 2134265-2009-02722. It was reported that after a coronary artery stenting procedure, the pt experienced a chest pain. The lesion being treated was 3.50mm, 75% stenosis, 20.0mm long portion of the proximal left anterior descending (lad). The physician treated the lesion with a placement of a 3.50x20mm taxus express2 stent at 10atms. Post-dilatation was performed with another balloon and was dilated to 6atms. Post-procedural intravascular ultrasound (ivus) was not performed and the target lesion diameter stenosis became 25%. The pt was discharged 10 days later. Approx 2 years post index procedure, the pt experienced chest pain. In 2009, the pt underwent a myocardial scintigraphy and a computerized tomography scan in the coronary. Action taken was medication, hospitalization, angiography without intervention. Pt condition listed as "fine."